Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarms, the customer would change the supplies on the pump. The customer's blood glucose (bg) level was 427 mg/dl and a correction bolus via the pump was delivered to address the bg level. Tandem technical support had the customer perform a system check and the insulin appeared to be gelled at the luer-lock. Reportedly, the customer was using apidra insulin in the cartridge.